Event description:
This spontaneous report was received on (B)(6) 2011 from a female consumer (age unspecified) reporting on self from (B)(6). The consumer did not have any known medical history and concomitant medications were not reported. On an unspecified date, sometime in (B)(6) 2011, the consumer started using o.b tampons regular absorbency, vaginally for normal menstruation (lot number, expiration date and frequency unspecified). About a week after her period, she noticed brown discharge and strong odor in her vaginal area and the condition got worsened. She consulted a doctor who removed the part of the tampon which was broken and was retained inside her body. The consumer used this product for about twelve years without any adverse event. The action taken with the device was unknown. The events were resolving. This report was assessed as serious event. The company causality was assessed as possible. This report is considered a reportable malfunction case in the united states.

Manufacturer narrative:
The sponsor has self-identified changes required to its standard operating procedures for MDR reporting and these events are being reported in accordance with the new sop. This foreign report is being submitted as medical device involved is same/similar to us medical device (ob regular non-applicator). This closes out this report unless other additional significant information is received.